Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted.

Event description:
A report was received that the patient was experiencing pain at the ipg site. No device malfunction was suspected. The patient underwent an ipg explant procedure.